Manufacturer narrative:
Medtronic representative reported the spheres were discarded at the facility. No parts will be received by manufacturer for analysis. Suspect spheres were replaced. No system check-out required. Issue resolved. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, after registration, navigation was started. Four passive markers were attached to the pointer, two products of suretrak, and surgical probe, recognition failed. As all passive markers were the same lot number, different lot number products were used, however, issue persisted. The surgeon opted to continue and completed the procedure with the use of the navigation system. Trouble-shooting resulted in a delay in therapy of greater than one hour before continuing. There was no impact on patient outcome.